Event description:
Customer reportedly received results of 35 mg/dl and 500 mg/dl within seconds on the aviva system. Customer felt symptoms of fuzziness when he received the result of 35 mg/dl. He self-treated by drinking soda and immediately received the result of 500 mg/dl. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.